Event description:
It was reported that the device was not working. There was no report of harm or delay. At product evaluation investigation the device was found with unstable motor speed. No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cable had contact issues and the motor speed was unstable. Furthermore, the unit was out of calibration and the position of the control bar was incorrect. The motor, plug harness assembly, sleeve bearings, and shaft bearings were replaced and the control bar position and unit were recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.